Event description:
It was reported that premature battery depletion was observed on the implantable cardiac monitor (icm). It was noted that the icm's battery was near depletion. The icm was being monitored. The patient was stable throughout.